Event description:
It was reported that the implantable cardioverter defibrillator (ICD) would not pair with the merlin application. Further investigation revealed a bluetooth telemetry malfunction on the ICD. No intervention has been reported.